Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via email that the customer's insulin pump had a keypad anomaly and their daughter's insulin pump had both a keypad anomaly and alarmed stuck button during an airplane flight. It was reported that the middle button was unresponsive. It was reported that the keypad anomaly on both insulin pump were resolved by opening the battery compartment and releasing the pressure. Both insulin pumps were reported to be fully operational and working. The insulin pumps will not be returned for analysis.